Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. As no patient involvement was reported the device was not used, though it is intended for treatment purposes. It is unknown if the device had met relevant specifications or contributed to the reported event. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the ureteral stent was found to be broken after opening the package.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent and push catheter were returned with the opened original packaging. An evaluation was completed by futurematrix. A potential root cause for this event based on the risk management file could be, "inappropriate package design". No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be broken after opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be broken after opening the package.